Manufacturer narrative:
Patient identification and age were not provided. (B)(6) kg. The age of the device was calculated as the time elapsed between the device sterilization and the date of the event. (B)(4). Sorin group (B)(4) manufactures the d 100 l001 ph.i.s.i.o.: newborn hollow fiber membrane oxygenator. The incident occurred in (B)(6). Per exemption number e2016005. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been requested for return to sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) received a report that after approx. 90 min of the cpb the operator found massive leak of blood from gas outlet of oxy module. The affected oxygenator was replaced by a new one within 8 min during crossclamp. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d 100 l001 ph.i.s.i.o.: newborn hollow fiber membrane oxygenator. The incident occurred in petah tikva, israel. Per exemption number e2016005, sorin group (B)(4) is submitting the report for both sorin group (B)(4) (manufacturer) and livanova USA., inc. (Importer). The involved device was returned to sorin group (B)(4) for investigation. The blood leak reported by the customer was confirmed and the root cause was traced to weak oxygenator fibers that became damaged by thermal and mechanical stresses after release. The oxygenator did pass leak testing during product release activities. However, upon use of the device during a procedure, a leak was triggered. A complaint history review identified that the rate of occurrence for this type of issue is very low, and no injuries have been reported in relation to this type of event.